Event description:
Revision surgery due to infection after about 1 month from primary surgery. The surgeon performed a washout and revised the amistem-p size4 to an amistem-p size5, revised the d 28/dmh liner to a d 28/dmi liner, revised the 28mm biolox head s to a same size head, and revised the mpact dm d 56 cup to a mpact dm d 58 cup. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 june 2026 amistem-p collared 01.18.434 amistem-p collared std. Size4 (k173794) lot. 2511598: (B)(4) items manufactured and released on (B)(6) 2025. Expiration date: 2030-aug-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Mpact dm 01.26.2856mhc double mobility hc liner d 28/dmh (k092265) lot. 2243170: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-dec-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Mectacer 01.29.201 mectacer head biolox delta dia.28 12/14-s (k112115) lot. 2422196: (B)(4) items manufactured and released on 02-sep-2024. Expiration date: 2029-jul-28. No anomalies found related to the problem. To date, 96 items of the same lot have been sold with no similar reported events during the period of review. Mpact 01.32.156mb mpact dm acetabular shell d 56 (k143453) lot. 2416955: (B)(4) items manufactured and released on 19-dec-2024. Expiration date: 2029-dec-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.